Event description:
We have noted in our cv unit that pts are developing skin breakdown, redness and blistering under the tegaderm. Approximately 10 cases. The company has been called and we have suspended use in our cv dept. Diagnosis or reason for use: sterile dressing for central lines.